Manufacturer narrative:
The reported event of adverse event without identified device or use problem was not confirmed. The device was at end of service (eos) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation, including battery assessment, at various pulse amplitude found normal current level and no indication of premature depletion was detected. Longevity assessment was performed, based on average drain current, and the device exceeded projected longevity indicating normal battery depletion.

Manufacturer narrative:
The reported event of adverse event without identified device or use problem was not confirmed. The device was at end of service (eos) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation, including battery assessment, at various pulse amplitude found normal current level and no indication of premature depletion was detected. Longevity assessment was performed, based on average drain current, and the device exceeded projected longevity indicating normal battery depletion. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing and passed all quality control tests prior to its distribution. Corrected data: h11 should include DHR review statement.

Event description:
New information received notes that the premature discharge of battery exhibited by the pacemaker (pm) was noted during an in-clinic follow-up.

Manufacturer narrative:
G2 should have "distributor" selected.

Event description:
New information received indicates that the physician did not alleged that the pacemaker (pm) exhibited premature discharge of battery.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker (pm) exhibited premature discharge of battery. The pm was explanted and replaced. The patient was in stable condition.